Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2015 with the following findings: a review of the pump¿s black box data revealed evidence of short battery life, and excessive battery usage. There was no visible damage to the battery compartment. The battery cap was able to fully secure onto the pump; however, the ¿coin slot¿ at the top of the battery cap was observed to be worn. The battery cap contact measured within specifications. The pump powered on normally with the returned battery cap. The electrical current draws did not measure within specifications. The pump was opened and display was found to be drawing high current. The pump was replaced with a test display screen, and the electrical current draws measured within specifications. There was no moisture or loose components was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.